Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin delivery was suspended. The sensor glucose value that triggered the suspend event was 2.8 mmol/l. The blood glucose value that triggered the suspend the triggered value was 4 mmol/l. The lower limit of the sensor setting was set to 4 mmol/l. Insulin delivery was suspended due to difference between sensor and blood glucose level. Customer also mentioned the sensor glucose 6.8 mmol/l and blood glucose 5.5 mmol/l related to suspend event. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.